Event description:
Md placed triple lumen to the right subclavian vein with positive blood return. Md unable to thread guidewire through the needle hub. Guidewire did go through the needle, but not through the hub. A second kit was opened and used without problems.